Event description:
It was reported an over infusion that presumably occurred on may 7 involving 280 ml of aa fentanyl - ativan mix, programmed to infuse at 10 ml per hour. Within an hour it was noticed that the entire bag had infused. The pt suffered no harm, and medical intervention was not required. It is reported that the door of the pump appeared askew/damaged. He also reported that the original bag and set had been retained with the pump.

Manufacturer narrative:
The customer will not release the pump to curlin. If it is returned, curlin medical will evaluate the pump. It is reported that: on june 2, 2008, rn, bxn from curlin medical, met with biomedical engineering. With the door in the closed position, the door was bent inward and the clip appeared raised up on the top of the pump. The door was not flush across the top in the closed position. There was resistance and rubbing when closing the door. The pump was tested using the original program at 10ml per hour using the repeat therapy function. During this test, it appeared that the drip rate coming from the tubing and emptying from the syringe was faster than 10 ml per hour. Biomed engineering and rn were both in agreement with all visual findings and observations.